Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The pump reportedly dispensed insulin during the load cartridge step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the patient reported inserting full cartridges but the pump history indicated that the load step was stopping at 150 units. During testing, the pump load cartridge step failed to detect the filled cartridge and the load step malfunction was duplicated. The force sensor was found to be out of calibration and the force resistance measurement was out of specification. There was evidence of contamination observed on the force sensor assembly. Unrelated to the complaint, evaluation revealed a discolored display screen.